Manufacturer narrative:
The field service engineer ran performance testing on the analyzer. For the last calibration performed on (B)(6) 2019, there were no alarms on this calibration and calibration signals were slightly higher than expected. Quality controls were within range. The sample was tested in a 13 x 75 mm. Tube. Rack adapters required for 13 mm. Diameter tubes were not used. Sample centrifugation speed appeared to be too fast. Upon review of the alarm trace, several abnormal sample aspiration alarms occurred at the time the sample was tested. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin I immunoassay on a cobas 6000 e 601 module. The patient sample initially resulted with a troponin I value of 1.43 ng/ml and this value was reported outside of the laboratory to the emergency room. The value was questioned by a physician, so the sample was repeated, resulting with a value of 0.162 ng/ml. A second sample was collected from the patient, resulting with a troponin I value of < 0.1 ng/ml accompanied by a data flag. The troponin I reagent lot number was 386724. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The troponin I reagent expiration date is 03-aug-2020. The investigation did not identify a product problem. The cause of the event could not be determined.